Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with their insulin pump after it was exposed to moisture. The customer stated their was a crack at the battery compartment and the insulin pump had a blank display. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further examination of the devices interior, electrical board shows signs of previous moisture presence and corrosion just about everywhere. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack in the battery threads. Also the middle keypad button is cracked.